Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / constant severe pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. B59464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "initial resistance then passed easily" on (B)(6) 2013, device ineffective "did not show occlusion on hsg/no occlusion on left side - failure to occlude (close) fallopian tube(s)" (seriousness criterion medically significant) on (B)(6) 2014 and device difficult to use "difficult essure placement due to tubal spasms". The patient's past medical history included colposcopy, parity 3 (((B)(6) 2005, (B)(6) 2007 and 2013)), pap smear abnormal, panic attacks, gerd and kidney stones. Previously administered products included for an unreported indication: depo provera from 2007 to 2008. Concurrent conditions included body mass index normal, pain in hip, back muscle spasms, back pain, diaphoresis, nose bleeds, sneezing, tinnitus, dizziness and confusion. Family history included bipolar disorder (depression-mother), renal disease (father), heart failure (father) and peripheral vascular disease (father). Concomitant products included etonogestrel from (B)(6) 2014 for birth control as well as anaesthetics (anesthesia) and dicycloverine hydrochloride (bentyl) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced abdominal pain ("constant severe pain abdominal"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fallopian tube spasm ("difficult essure placement due to tubal spasms"). The patient was treated with surgery ((B)(6) 2015 underwent a removal of the device). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube spasm, genital haemorrhage, headache, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she used nexplanon on (B)(6) 2013 for birth control. She underwent left side tubal ligation with falope ring placement. Information captured from deleted case-discrepant information noted -in the pfs its mentioned that plaintiff is currently planning for essure removal, whereas in the previous summons its mentioned that she had underwent a removal of essure on (B)(6) 2015. Leave taken from this job or other job for medical reasons- left side falope ring placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: no occlusion; on (B)(6) 2014: no occlusion then unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A lack of efficacy may occur with the use of any product and is not indicative of a quality deficit per se. In addition, the ae case refers to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 6 further ae case reports have been received to date in relation to the reported batch, of which one case refers also to a similar lack of efficacy type of events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 13-nov-2018: the case (B)(4) (MFR# 2951250-2017-00865) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter's, relevant medical history, concomitant drug added. New events added: excessive and abnormal bleeding and difficult essure placement due to tubal spasms. From deletion case removal surgery details updated hence case category becomes incident. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.